Event description:
The hcp reported that the pt presented complaining that her pump was slipping. The pt stated that the pump was still working and controlling her pain, but she could feel it "slipping". Upon palpation, the physician could feel the pump slipped and was concerned about catheter breakage or kinking. The pt underwent surgery to surgically secure the pump to prevent movement. The catheter was also replaced due to a kink/occlusion. The pt recovered without sequela. The pt's pump contained morphine sulfate and bupivacaine. Reference MFR report #3004209178200702678.